Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook endoscopy was notified of this event through a pmcf study report. The pmcf presents a retrospective review of data from an observational post-market study of patients treated with hemospray and utilizes aggregate results taken from an ongoing global registry investigating the outcome of these patients. Please see below for relevant excerpts of the report. "Multiple centers (USA, UK, france, germany, spain) participate in this ongoing global registry, "an international multicentre registry collecting outcomes of patients with gastrointestinal bleeding undergoing endoscopic treatment with hemospray (the 'hemospray registry'). Data on 205 consecutive patients in whom hemospray was used either as mono or dual therapy along with other modalities between february 2019 and september 2021 were collected as part of the pmcf study... Device malfunction was reported in a single patient as catheter blockage hemospray catheter occlusion - subject of report. No device-related adverse events (defined as embolization of the powder, intestinal obstruction, allergy to hemospray) were reported in this data set of 205 patients..." It was not reported if a section of the device remained inside the patient¿s body. It was not reported that additional procedures were required due to this occurrence. It was not reported if the patient experienced any further adverse effects due to this occurrence.